Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor. (Gold) the insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call prime/fill anomaly. Blood glucose at the time of incident was unknown. The customer states they are unable to exit the "preparing to prime" loop. The customer did not receive the second series of beeps nor did the numbers appear on the screen. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis. The device will be returned for analysis.